Event description:
Boston scientific received information that this pacemaker entered safety mode after the physician attempted an atrial overdrive to reduce the patient's atrial tachycardia. Boston scientific technical services (ts) confirmed memory error fault codes, discussed what caused the device to enter safety mode and advised replacement. The device was explanted and replaced with a competitor's product. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device noted no anomalies. A review of the device memory revealed three system resets occurred which triggered another type of system fault in which the device automatically entered safety mode. The device passed all tests except for the real-time-clock test which was expected due to the device being in safety mode. Laboratory analysis did confirm the allegation. No further issues were observed.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--